Event description:
Boston scientific has become aware of the following event: the physician reported the lesion being treated was 90% stenosed and not tortuous at right superficical femoral artery. The v18 wire was crossed to the lesion by a 6fr sheath. The catheter in question got caught in the valve of the sheath and resistance was felt at insertion. The catheter was unable to advance while approaching the lesion. The physician noted that the distal marker remained in the sheath. The sheath was then removed from the patient's body. The distal marker was discharged from the sheath by flushing. The sheath was reinserted into the body and a 6fr mach1 st was used. There were no patient complications reported. The catheter was returned to manufacturing site and the investigation was performed. The following was found during the investigation. Bloodstain was observed inside of the distal tip assembly. The distal tip end of the sheath assembly was broke off and missing appproximately 5.0 mm long (including the ro marker).

Manufacturer narrative:
A review of device history record was performed on the batch and no issue or discrepancies were found. The DHR review showed that the batch met all required specifications. No similar complaints by event description were found in the same lot. During investigation, bloodstain was observed inside of the distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. The guidewire exit port was lifted. The distal tip end of the sheath assembly was broken off and missing approximately 5.0mm long, including the "ro" marker. The guidewire that was used during procedure was not returned. A guidewire (0.018") was inserted and no indication of resistance in tracking the guidewire into the catheter. During image characterization testing, no image appeared in the systems due to imaging core wind up in the hub assembly. No immediate action / escalation is necessary based on the individual investigation findings and root cause analysis below. Imaging catheter damaged is a complaint that has been observed previously in the imaging catheter products line; both over time and identified within the same batches / lots. CAPA has been opened to further investigate, establish trending threshold limits and define any corrective or preventive actions which may be necessary to remediate complaints of this nature. Root cause of the physicial damage to the catheter may have occurred prior to, during, or after the procedure. The root cause for the damage is undetermined.